Manufacturer narrative:
Information references the main component of the system and other applicable components are: (B)(4). Product ID: 3093-33, lot# v319247, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient¿s previous device was being replaced due to a normal battery depletion. During a routine impedance check before the battery replacement, all electrodes were out of range. The new implantable pulse generator (ipg)was installed to see if the impedances would resolve. Impedances were checked on several different voltages and all showed everything out of range. It was noted the patient was still getting great relief with the stimulation and was at 8 voids per day comparted to 40 voids per day without the stimulation. The patient felt stimulation comfortably at 1.25v. Because the patient still demonstrated good symptom relief and had no complaints, the doctor wanted to leave the currently implanted lead and keep an eye on the situation and would do a lead revision at a later time if needed. No symptoms were reported. No further complications were reported/anticipated. See related MFR report #3004209178-2017-14528.